Manufacturer narrative:
The subject device was returned to olympus med systems corp (omsc) for eval. The eval confirmed that the ptfe pad on the grasping section of the subject device was severely worn and lifted and metal part was exposed. The probe section had a scratch at the tip. The mfg history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section, the ptfe pad severely wears. As the result of eval, omsc concluded that the damage of the grasping section of the subject device was due to user's improper use; the user activated output without grasping tissue, and then the grasping section and the probe contacted too much. Based on the finding of the eval, this report appears to be related to user handling. This report is being submitted as a med device report in an abundance of caution.

Event description:
The user had noticed the grasping section of the subject device damaged when the user was cutting a tissue.